Event description:
Boston scientific crm received information that this device was being explanted for normal battery depletion. During the replacement procedure, the right ventricular lead became stuck in the header. A bone cutter was used to remove a portion of the header. This allowed the lead to be pushed out.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The visual inspection found the ventricular seal plugs had been removed during the explant procedure. An inspection of the ventricular set screws retainer rings found them to be mounded, indicating the set screws were backed out fully and binding against the retainer rings. The atrial set screws appear mildly deformed. The seal rings inside the lead ports of both chambers noted the seal rings to have slight tears indicating silicone to silicone bonding between the lead casings and the seal rings. There was also some presence of body fluid within the ventricular lead port, which can contribute to a lead getting stuck. The set screws were exercised and found to operate normally without binding.